Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6)-2013. Daily pace lead trend data shows an increase for ventricular pace b impedance= 418 to 4047 ohms peak between (B)(6)-2013. Continuation: d284vrc implantable cardioverter defibrillator (ICD) 2013-(B)(6). (B)(4)

Event description:
It was reported that the patient present due to device alert and interrogation showed that he right ventricular (rv) lead impedance was out of range. The patient¿s pocket was reopened and tug test revealed no loose connection. The rv lead was removed from the device header and re-inserted. The impedance parameters were within normal range. The device and rv lead remains in use. No patient complications have been reported as a result of this event.